Event description:
During the end of a saphenous vein harvesting procedure, the chief harvester was ligating the branches when he noticed a foreign body on the monitor screen. The piece was noticed by the incision. The harvester used forceps to retrieve the piece. He then checked the tunnel to make sure that there was no other foreign body in the leg. No other patient complications were reported.